Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the occlusion alarm time was above 25 minutes. No patient harm reported.

Manufacturer narrative:
Submit date: 03/14/2017. An investigation of kangaroo epump was performed for the reported condition of the unit's occlusion alarm time was above 25 minutes. To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications.